Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-02075. It was reported that post a stenting treatment procedure, the patient had in-stent restenosis of the study stent, severe two vessel disease and three valve disease, and required target vessel reintervention. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification 2) and cardiac catheterization was recommended. The target lesion was located in the proximal left circumflex (prox lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x24mm taxus element stent with 0% residual stenosis. Post stent placement some mild plaque shift with vasospasm was noted. Ic nitroglycerin was administered. No additional intervention was performed as the lesion appeared non-obstructive, in addition, a non-target lesion was located in left posterior descending artery (l-pda) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. After pre-dilation the lesion with a 2.00x12mm maverick balloon, suboptimal results were noted. The lesion was treated with placement of a 2.50x12mm taxus express2 stent resulting in very good angiographic result with no residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with progressive exertional angina and was hospitalized on the same day. It was found there was type 1d pattern 75.0% in-stent restenosis of the previously deployed study stent in the prox lcx. Echocardiogram revealed mitral regurgitation and moderate aortic stenosis. Cardiac catheterization was recommended. (B)(6) weeks later, the patient returned for the scheduled CABG, mitral valve repair and aortic valve replacement. The patient reported having dyspnea with exertion, dizziness and fatigue. After discussion with the patient about the tissue versus mechanical valve replacement of aorta, it was decided to proceed with a bioprosthetic valve. In apr 2012, the patient underwent 3-vessel CABG with saphenous vein graft (svg) to ramus, svg to l-pda and left internal mammary artery (lima) to lad. The patient also underwent repair of mitral valve and tricuspid valve with replacement of the aortic valve with 23mm mosaic ultra aortic valve. The patient was placed on cardiopulmonary bypass during the procedure. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).